Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. Pump error 41 was found on 09/23/2025 21:28:51.000. Line=713 file=121. Pump error 43 was also found on 09/23/2025 21:28:51.000. Line=589 file=121. Per software engineering log investigation, pump error 41 and 43 were due to twi interface on main/motor processor. Isolate to electronic assembly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit was cut open and a visual inspection on the connectors and electronic assembly was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage was noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 41 and 43 were confirmed when both alarms were found during download history review. Isolate to electronic assembly due to twi interface on main/motor processor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a pump error 43(an error in the motor was detected by reading unexpected value from hall sensor), pump error 41(motor power supply voltage error detected. This is measured before each single insulin pump stroke, and then continually measured periodically during the entire motor driving period). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.